Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02451. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleeding gastric lesion during a procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip (manufacturer report # 3005099803-2011-02451) would not release from the catheter when the physician tried to deploy the clip. The device was removed from the patient and a second resolution clip was used; however the same issue occurred. The procedure was completed with another resolution clip without complications. There were no patient complications as a result of this event. The patient's condition was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
A visual evaluation of the returned device found that the clip assembly was located just inside the over sheath. The sheath grip was used to exposed the clip, then the clip assembly was deployed as designed. Two distinct clicks were heard. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02451 and 3005099803-2011-02452. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleeding gastric lesion during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip (manufacturer report # 3005099803-2011-02451) would not release from the catheter when the physician tried to deploy the clip. The device was removed from the patient and a second resolution clip (manufacturer report # 3005099803-2011-02452) was used; however the same issue occurred. The procedure was completed with another resolution clip without complications. There were no patient complications as a result of this event. The patient's condition was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
Patient is (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.